Manufacturer narrative:
Date of event: (B)(6) 2017. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing increased pocket pain so the physician decided to revise the patient. During the revision procedure, the physician noticed that the implanter left the ipg template insitu behind the ipg which had not been visible in the x-ray results. It was observed that the ipg had flipped so the physician removed the ipg template and repositioned the ipg to a new site. The patient was stable post-operatively.